Manufacturer narrative:
Other, other text: b5: additional information received at smiths medical 30-jun-2021: no patient incident ? Found during testing. H6: event problem and evaluation codes: corrections after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. Could not repeat customer stated problem during testing. The main board was replaced as a preventative measure. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical pump presented with error code 41171. There were no reported adverse events.